Event description:
Journal article received: in-depth oral presentations, oral communications and residents oral communications. Journal orthopaed traumatol (suppl 1):s91-s123). November 13 2012. In depth oral presentation: gamma nail osteosynthesis in pertrochanteric femoral fractures: problems and complications. Authors:p. La floresta, s. Miceli, a. Gennarelli, a. Cavero, m.ialonardi, g. Mastroberardino, and m. Rivellino. This article does not mention synthes, it is unknown if this is a synthes device. This article mainly talks about the gamma nail and the complications that occur. From 2000 to 2011 treatment of 1553 pertrochanteric femoral fractures has been recorded. About 1006 patients treated by gamma nail, 382 by dhs screw and plate, and 165 by ender nails. It was reported in 102 procedures: 63 cases: incorrect placement of distal locking screws.: 9 cases: temporary misplacement of set screw in soft tissue.: 5 cases: guide wire protrusion across the acetabulum.: 5 cases: lag screw protrusion into soft tissue.: 1 case: lag screw protrusion into joint space.: 1 case: guide wire rupture.: 1 case: cutter rupture.: 1 case: under nail apex fracture.: 16 cases: necessity to perform an open reduction.: two months after surgery it was reported: 6 cases: cut out.: 7 cases: fracture below gamma nail.: 6 cases: hematoma needing evacuation.: 9 cases: infection. It was reported 53 patients died during hospitalization. These adverse events cannot be directly mapped to the individual reported devices. This complaint is for an unknown device. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Pts age: mean age: 76 years, range: 24-99 years. Gender: 725 females: 281 males. Death and serious injury. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
No suspected association between death and the use of the product. Correction to outcomes attributed to adverse event from required intervention and death to other serious. Type of reportable event was corrected from death and serious injury to serious injury.